Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for approximately 100 patient samples tested on a cobas 8000 ise module between 16-jan-2024 and 16-aug-2024. Examples are provided for five patient samples with discrepant na electrode results. No units of measure were provided. The first sample initially resulted in a na value of 132 and it repeated as 139. The second sample initially resulted in a na value of 122 and it repeated as 128. The third sample initially resulted in a na value of 132 on 06-feb-2024 and it repeated as 139. The fourth sample initially resulted in a na value of 131 on 26-feb-2024 and it repeated as 137. The fifth sample initially resulted in a na value of 138 on 16-aug-2024 and it repeated as 145.

Manufacturer narrative:
The field service engineer performed multiple maintenance actions on the analyzer, including replacing defective tubing that was not of proper length. The issue was resolved after performance of the service actions. Calibration and controls were acceptable. The customer repeated 900 patient samples that had been tested on a different analyzer and repeat testing was acceptable, with the greatest discrepancy being 3 mmol/l different. The investigation determined the service action of tubing replacement resolved the issue.